Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the reset, and instructed the customer to continue using the pump. The customer was advised to call back if the malfunction reoccurred, and they acknowledged this guidance.